Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (image loss) was confirmed and found to be caused by a faulty cable. In addition, service found the cable was sliced, and the serial plate was faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited damage in camera junction and loss of image. The reported issue occurred while reprocessing the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of image loss.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image did not display because of a communication failure which occurred from a cut cable. However, the specific root cause of the cut cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "be careful not to scratch the camera cable with a sharp-tipped instrument." Olympus will continue to monitor field performance for this device.